Event description:
Pt was taken to the or for an anterior cervical decompression and fusion at c5-6 with l iliac crest graft. During the course of the operation, the surgeon was predrilling screw entry holes when the drill slipped and/or the drill bit broke puncturing pt's spinal cord. Subject device has not been identified as a synthes device.

Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Subject device is an instrument and is not implanted. Synthes is unable to determine the MFR site or the MFR date without a lot number. Cannot be determined without a catalog number. No investigation can be performed, no conclusion can be drawn as no device was returned and no catalog number or lot number was provided.